Manufacturer narrative:
The field service engineer (fse) found that the sample probe was not aligned at the rinse station and adjusted it. The service maintenance actions performed by the fse resolved the issue. The root cause of the event was found to consistent with operator maintenance issues.

Manufacturer narrative:
The reagent lot number is 856365. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 7.3%. The doctor questioned the result as it did not match the patient's clinical picture and the customer repeated the sample. The sample was repeated twice and the results were 5.4% and 5.5%. The repeat results were deemed correct.